Manufacturer narrative:
The lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated atrial oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead during a radiofrequency ablation with no magnet application to suspend detection, resulting in inappropriate therapy. Noise and far field r-wave (ffrw) oversensing had also been observed on the right atrial (ra) lead. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.